Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam that became degraded and caused the patient to have cough, sore throat, and nasal irritation. The patient required medical intervention in the form of a prescription of antibiotics and steroids. These events were assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the internal and external parts of the device and found modem side door was missing, unknown white and black contamination (dust like), inconsistent with degraded sound abatement foam, and some potential very small hairs or fibers at the air input of the blower box. Potential light dust on top of the blower motor and blower motor seal. Tiny specs of white and black unknown contamination on the bottom of the blower box. Yellowish piece of unknown contamination at the bottom of the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Manufacturer also observed observed moist spots on the sound abatement foam in the blower box and confirm the presence of degraded sound abatement foam on both sides of the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer verified for good power supply and power cord, airflow was verified to be operating correctly. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed in this device.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop a cough, sore throat, and nasal irritation. The patient required medical intervention in the form of a prescription for antibiotics and steroids. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.